Event description:
Customer reported a software error detected on the pump identified by malfunction code malf 0, which was described as a resettable condition. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with the pump reset process, and the malfunction did not recur after resetting. Customer was advised to continue using the pump and instructed to call back if the malfunction code reappeared.